Event description:
Dr. Indicated loss of integration. During uncover the implant was not integrated.

Event description:
Dr indicated loss of integration. During uncover the implant was not integrated.